Event description:
On 07/13/2009, the infusion device was received from the pt without explanation of issue. Upon follow up with the pt on (B)(6) 2009, she stated that for the past "couple of months" the piston rod motor would "keep running" during the cartridge change procedure. She stated that the last time she attempted to change the cartridge, an e6 (mechanical) error was displayed. She does not recall the type of battery in use at the time of the event but she stated that she does not use batteries labeled as "heavy duty" or "super". She believes that she discontinued use of the device on (B)(6) 2009, and she switched to her backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and returned for evaluation.